Event description:
A percutaneous coronary intervention was performed for a de novo lesion located in the distal portion of a stent previously implanted in the proximal left anterior descending (lad) artery. Lesion was 90% stenosed with mild calcification. The intravascular ultrasound (ivus) imaging catheter was introduced to image the lesion, however the ivus catheter was unable to cross the lesion. The guide catheter was adjusted, but the ivus catheter was still unable to cross the lesion. The lesion was dilated with a balloon. As the physician was attempting to load the ivus catheter onto a guidewire the distal tip of the ivus catheter detached. The physician indicated he did not forcibly push the catheter onto the guidewire. The case proceeded without ivus, a stent was implanted to complete the procedure. The patient was discharged from the hospital the following day without any problems.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The device was returned for evaluation. The distal tip assembly was broken off, approximately 2.4 cm from the distal tip when received. Visual analysis noted fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. The guidewire exit port appeared normal. During image characterization testing, no image appeared in the system due to electrical loss at distal. The root cause of the electrical open at distal cannot be definitively determined and is unrelated to the tip break. The fracture location of the distal tip section was analyzed using scanning electron microscopy (sem). Based on results of the sem analysis, this break is clean and abrupt with no signs of elongation. Previous analysis has shown that catheters with this type of break exhibit higher level of oxidation. A review of the device labeling and directions for use (dfu) revealed that the dfu contains these warnings: warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned to the tip detached/separated complaint.

Event description:
A percutaneous coronary intervention was performed for a de novo lesion located in the distal portion of a stent previously implanted in the proximal left anterior descending (lad) artery. Lesion was 90% stenosed with mild calcification. The intravascular ultrasound (ivus) imaging catheter was introduced to image the lesion, however the ivus catheter was unable to cross the lesion. The guide catheter was adjusted, but the ivus catheter was still unable to cross the lesion. The lesion was dilated with a balloon. As the physician was attempting to load the ivus catheter onto a guidewire the distal tip of the ivus catheter detached. The physician indicated he did not forcibly push the catheter onto the guidewire. The case proceeded without ivus, a stent was implanted to complete the procedure. The patient was discharged from the hospital the following day without any problems.